Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 439 mg/dl. The drive support cap appears normal. The customer's other blood glucose mentioned was 21.1 mmol/l. The insulin pump will not be returned for analysis.